Manufacturer narrative:
The pump passed the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery alarm tests. The operating currents were within specification. The pump had a stripped battery cap coin slot, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads and a cracked belt clip slot.

Event description:
The customer reported via phone call that she was hospitalized with diabetic ketoacidosis while on vacation. The customer stated that she had a broken foot and had been put on steroids. The customer also reported having psychosis. The customer stated that the diabetic ketoacidosis was due to the steroids she was on. The customer was unable to troubleshoot for high blood glucose levels at the time of the call as she was only calling because she returned her pump that was replaced, and she wanted to know if it had been received.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was unable to remove battery in the pump. Customer's blood glucose at time of incident was 130 mg/dl. Customer was advised to remove the battery cap with a quarter and unable to do so. Customer was advised to remove with large flat-head screwdriver but was unable to remove. Customer was advised to discontinue use for the pump if the battery is low and monitor pump close if they continue use of the pump. The customer was advised pump will be replaced and will return damage pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. Customer reported it as previous event. Customer was offered troubleshoot but declined. Customer stated that she is sick and on steroids.